Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that she experienced infusion set cannula was bent within 3 or more hours after insertion at abdomen on (B)(6) 2024, which cause the patient blood glucose levels was elevated to 470 mg/dl. The patient also reported that he first went to emergency room and subsequently got hospitalized and stayed in emergency room for 4 hours, therefore patient had received treatment of IV and fluids of saline and insulin. The infusion set was in use for 4 hours. No further information available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.